Event description:
Customer reported the c brake was broken. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the c-arm brake assembly. System operates as intended.